Manufacturer narrative:
Na

Event description:
Information was received that the device started to emit an odor. The patient was using the device, however, there was no reported patient harm. During repair evaluation, it was discovered that the endosure of the device appeared to have been damaged. The device was evaluated and thermal damage was found on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet caused the event.